Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to pain. During the revision, the femoral stem, modular head and taper adapter were removed and replaced. Additional information received in operative report noted turbid synovial fluid and muscle damage during the revision procedure. Operative notes further reported the head and taper adapter were removed and replaced.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to pain. During the revision, the femoral stem, modular head and taper adapter were removed and replaced. Additional information received in operative report noted turbid synovial fluid and muscle damage during the revision procedure. Operative notes further reported the head and taper adapter were removed and replaced. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain, swelling, tinnitus, non-intentional weight loss, severe depression, elevated metal ions, and fecal and urine incontinence. Operative report noted muscular atrophy, turbid synovial fluid, stem and cup well fixed, no severe synovial reaction due to pseudotumor, infection, or metallosis during the procedure. The head and taper adaptor were removed and replaced and a liner was implanted. Operative report additionally noted the patient experienced a large hematoma after the initial procedure on (B)(6) 2007.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "intraoperative or postoperative bone fracture and/or postoperative pain."